Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) female patient receiving intrathecal gablofen 2000mcg/ml at 275mcg/day via an implantable infusion pump. The indication for use of the device was for intractable spasticity. The concomitant medications and patient history were not reported. It was reported that in (B)(6) 2015, the patient "sometimes experiences fluctuation in dose effect." It was noted that with no change in the dosing pattern she "suddenly went to much stiffer as if the pump wasn't delivering the same" as before. The hcp was switching the pump from flex dosing to simple continuous, and raising the dose today ((B)(6) 2015) to see how the patient responds. The concomitant medication, patient history, troubleshooting/cause/resolution related to the fluctuation in dose remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.